Event description:
The patient reportedly does not receive benefit from the cochlear implant. The patient has a recent health condition that requires an MRI. Surgery to explant the patient's device is to be scheduled.